Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the affinity nt oxygenator, there was a dripping issue/leak that began minimally at the start of the surgery and increased towards the end. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B.5.medtronic received additional information that the device was used to complete the procedure. There was no damage to the device, the packaging or other contents within the package. There was 100ml patient blood loss as a result of this leak. A transfusion was not required as a result of this leak. Device evaluation: visual inspection showed evidence of a fiber leak with blood staining on the top and bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for return was visually confirmed by the blood staining on the top and bottom of the fiber bundle and the evidence provided by the customer. Correction. D.4. Expiration date and h.4. Mfg date updates to ime,fdm and fdr codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.